Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that impedance testing performed during an outpatient meeting showed abnormal impedance values. Impedance testing was initially performed at 0.7 v and found that electrode #13 had an impedance of more than 10000 ohms and that all electrodes were more than 10000 ohms when electrode #13 was set as the reference electrode. When impedance testing was performed again at 1.5 v, it was found that electrode #13 was more than 20000 ohms while electrode #0 was the reference and that when electrode #13 was set as the reference electrode that all impedances were more than 20000 ohms. It was noted the patients therapy was set to bipolar stimulation with electrodes 2+, 3+, and 4-. Because the patients therapy settings did not use the suspected fractured electrodes, the patients device continued to be used at the time of report without any issues. The issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. It was noted the intractable pain patient had two leads implanted and that it was unknown that either lead malfunctioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.